Event description:
I had breast augmentation in 2017 with the natrelle inspira textured, round, silicone submuscular placement, incision through the nipple. Surgeon had prescribed a leukotriene inhibitor that I had to take for a year. This is to help lessen the inflammatory response and was taken as prescribed. Toward the end of the first year post implant, I started to notice symptoms that I wrote off as other things, (hormones, thyroid, stress), and now 4.5 years post implant I have a list of symptoms that have continuously increased in severity and frequency that didn't exist before. These symptoms are: joint pain, (not severe), hair loss, (severe enough to have to hide it by putting my hair up every day), migraines, (experienced them before, seldomly, but now they occur 1-2 times a week and are so debilitating that I can't work on those days), rashes, (severe itching that has interfered with all aspects of my life, and have multiple scratches on my body all the time because it occurs every couple days), blurred vision, (moderate- had perfect vision my whole life and a year and a half ago I had to start wearing corrective lenses), cognitive deficits, (severe, I lose my train of thought mid sentence or all of a sudden can't remember what I was doing for a good 10 min), memory loss, (severe to the point where I don't remember hours at a time, can't perform my job because I can't remember the calculations and it could kill someone), gi problems, (severe- spent a night in the ER because I was in so much pain, can't eat most things, and here's the worst part- my stomach issues have gotten so bad that I've vomited at least once every day for over a month). Also- my breast's have changed in appearance and size. They are dimpled and uneven, totally different shapes. I have had cts and ultrasounds of my abdomen and pelvis, I had blood work and x-rays, all come back normal. Hopefully I'll be able to pay to have them removed before I can't work anymore. FDA safety report ID# (B)(4).